Event description:
It was reported to boston scientific corporation that an one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure,.the physician noticed the exit port of the device became blocked when the physician tried to insert the guidewire into the tube. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the guidewire exit hole had not been punched through the heatshrink that attaches the button device to the delivery system. A functional evaluation found that a guidewire could be passed through the delivery system up to the heatshrink around the proximal end of the delivery system. The guidewire could not exit through the heatshrink due to the heatshrink not being punched. The condition of the returned unit was consistent with the complaint incident that the device was blocked. During the evaluation a guidewire was not able to be passed through the device due to the heatshrink that attaches the button to the delivery system not being manufactured properly. Therefore, the most probable root cause is manufacturing. A review of the device history record was performed for lot number 13085545 and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 13085545. (B)(4).

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that an one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure.the physician noticed the exit port of the device became blocked when the physician tried to insert the guidewire into the tube. The procedure was completed with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.